Event description:
It was reported that a device was used during a colorectal procedure. The device fired an incomplete staple line. The surgeon hand sutured to repair the anastomosis. The pt developed post operative leakage and was taken back to surgery. A colostomy was placed.